Event description:
It was reported that the customer passed away. The cause of death was a heart attack. The customer was also diagnosed with pneumonia four days prior to the event. The customer was wearing the insulin pump at the time of death. The customer's husband reported that an issue with the infusion set may have contributed to the customer's death. The customer's husband refused to return any product related to the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.